Event description:
I have had serious bleeding problems, clotting problems for so long. I thought it was normal to be on my period for over three weeks and clots the size of my palm coming or had to be pushed out of me. Constantly depressed, loss of my hair. I have had lithotripsy surgery. Kidney stones cannot pass. I did not know sex was not supposed. To hurt me all the time very painful intercourse, which caused relationship problems. Therefore caused severe depression, which several times I've tried to take my life. I didn't know the hives I was getting along side the itchy. And floating specs in my eyes may have something to do with this device as well.